Manufacturer narrative:
This report is submitted on november 02, 2022.

Event description:
Per the clinic, the patient experienced pain and poor performance with the device use. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2022-03397.